Event description:
It was reported that during a laparoscopic cholecystectomy, the device was locked out when it was used on the jejunum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled. Additional information: on what tissue type was the device used? At what location on the tissue?---jejunum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---1st. During which stroke did the event occur? ---1st. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of firing was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. The ec60 instrument was received with no visual non-conformances. The device was loaded with a partially fired reload. Upon further inspection of the reload, the one-piece sled was found damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.